Event description:
The customer reported that there was no image and no fluoroscopy. Only a big white mark was displayed. This resulted in the live image being unusable. There is no report of patient injury associated with this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The image intensifier was identified as being faulty. A repair quote was issued to the customer and is pending approval.